Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that the main power supply board of an ar-6480 dw arthroscopy fluid management device smoked during a case. This was discovered during use with no impact to the patient, other than a 10 minute delay while a working unit was being located and swapped.